Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm from the insulin pump. They reported that they had been getting the power error detected since they changed the battery. The customer's blood glucose level during the incident was 8.6 mmol/l. After troubleshooting was performed, the customer was offered a replacement for their insulin pump and the customer accepted. Customer was advised to discontinue use of the device and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Pump error 25 noted due to non-sleep anomaly software error.